Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon fired the reload but no staples deployed, the reload didn't fire. The surgeon used another reload, afterward, the stapler and reload worked properly and the surgeon completed the case. There was no patient injury.